Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off and went into threshold suspend. Customer's blood glucose level was 201 mg/dl but her sensor glucose reading was 74 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.